Manufacturer narrative:
The manufacturer received information alleging a house fire occurred involving an oxygen concentrator. The device was not in patient use. The device was returned to a third party investigator for evaluation. The investigation confirmed the fire was caused by an external source. The device was inspected and found no evidence of internal thermal damage to the device. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." The manufacturer concludes the device did not cause the house fire.

Event description:
The manufacturer received information alleging a house fire occurred involving an oxygen concentrator. The device was not in patient use. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.